Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with oversensing noise. During dft testing, ventricular fibrillation (vf) was induced and both the ICD and rv lead initially failed to deliver shock. As further intervention was about to be performed, the device successfully shocked the patient to restore normal rhythm. No further changes were reported. There were no patient consequences.

Event description:
New information received, notes the implantable cardioverter defibrillator (ICD) was explanted in a procedure on (B)(6) 2024. The patient was recovering.

Manufacturer narrative:
The reported field event of sensing anomaly and high voltage therapy anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.